Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
A visual examination of the device revealed the domed peg tubing to have separated at approximately 5 centimeters from the outer ring. No molding / extrusion defects were noted with the domed peg tubing and material appears to have failed in tension. The distal portion of the domed peg was not returned. The thermoformed tubing presented kinks and the proximal tip was torn and deformed. The condition of the returned unit was consistent with the complaint incident that the tubing separated. The distal portion of the domed peg was not returned, it cannot be determined if the tubing was defective. It is possible there was resistance met upon placement. Therefore the most probable root cause of undeterminable is selected for the complaint. A device history record review of lot number 13743724 was performed and revealed no related issues to the reported complaint.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011. According to the complainant, during the procedure while pushing the peg through the skin and over the wire about 3-4 inches of the graduated tip shirred off completely, outside the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011. According to the complainant, during the procedure while pushing the peg through the skin and over the wire about 3-4 inches of the graduated tip shirred off completely, outside the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.